Event description:
The customer stated that she had a hypoglycemic episode and was treated with glucagon by her husband. The customer did not know how low her blood glucose levels got. Troubleshooting was performed and the insulin pump was functioning properly. The customer stated that she was not connected to the infusion set during the manual prime. The customer did state that the insulin pump had been giving low battery alarms daily. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion found on the electronics. Unable to verify the battery life or perform the occlusion test due to the blank display.